Event description:
Additional information received 22-nov-2019 stated the incident was noted when the respiratory therapist (rt) was attempting to suction the patient. The rt noticed a palpable kink in the tube during an attempted suctioning of the patient. The suction catheter would not easily insert into the endotracheal tube (ett). The physician performed the initial intubation.

Manufacturer narrative:
All information reasonably known as of 19-dec-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 12-nov-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
An FDA medwatch / FDA user facility report # (B)(4)was received stating: the blue hub of the endotracheal tube (ett) continuously dislodged itself from the ett. There was also what felt like a small kink in the tube as the catheter does not smoothly insert into the ett. The ett was in place for approximately 1-day. There was no patient injury reported.